Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply and the power motor relay board. System operates as intended. (B) (4)

Event description:
The customer reported the vertical lift switch is not working. No pt injury was reported.